Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath distal tip had been split. Functional testing did not confirm a fluid leak, however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends on the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip, torn seal and subsequent leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, a blood leak occurred. A crack was noted at the tip of the outer sheath and a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.